Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. During the procedure, an opticross¿ imaging catheter was used. The opticross¿ was connected to a motor drive unit (mdu) and pullback was started then suddenly lost image occurred. The opticross was reconnected to the mdu a few times but the same issue occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Based on the returned condition of the device, the telescope assembly was not able to properly pull back, advance, or retract. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. During image characterization testing, no image appeared in the system due to electrical open at proximal. In order to inspect imaging core windup at the proximal end of the catheter, the retainer clip was removed and imaging core assembly was pulled out from hub. Imaging core windup was found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).